Event description:
It was reported that shaft break occurred. The 80% stenosed, 26mmx3.5mm target lesion was located in the moderately tortuous, severely calcified, left anterior descending artery. A 2.50mm x 20mm maverick balloon catheter was advanced for dilatation. However, it was noted that the balloon delivery shaft was fractured at 45cm from the distal end of the balloon. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 86.7cm distal of the strain relief. There was contrast in the inflation lumen, and blood in the guidewire lumen. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The 80% stenosed, 26mmx3.5mm target lesion was located in the moderately tortuous, severely calcified, left anterior descending artery. A 2.50mm x 20mm maverick balloon catheter was advanced for dilatation. However, it was noted that the balloon delivery shaft was fractured at 45cm from the distal end of the balloon. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.